Event description:
It was reported that multiple patients had inflammation at the suture site. Patients were treated with antibiotics as a precaution for injection, but injection of the site was not confirmed. The sutures were removed after one week because they did not dissolve completely.